Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms was confirmed via the submitted log file. The reported event of an indent on the user interface was also confirmed. A review of the controller event log files spanned approximately 73 minutes ((B)(6) 2023 from 15:26:36 ¿ 16:39:08 per time stamp). Throughout the entire log file while connected to batteries, the power cable disconnect and low voltage advisory alarms intermittently activated due to an invalid rsoc fault and voltage fluctuations associated with the white power cable. The alarm was not associated with a power source exchange and cleared and reactivated on its own each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The reported alarm was not able to be reproduced during testing. The controller has small damage to the user interface membrane that did not affect the functionality of the interface. Additional information provided stated that the alarm did not resolve with different clips or batteries. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported events was not conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient had persistent low voltage alarms on the black cable of their system controller. The alarms only occurred on battery power. The battery clips were exchanged, and the issue resolved. On (B)(6) 2023, the patient experienced low voltage alarms on the white cable of their system controller while on battery power. The clips were cleaned and had no signs of damage. The controller did have a dent on the face of the device, but the patient did not know how it got there. The batteries and clips were exchanged, and the alarms continued. The system controller was then exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.